Event description:
The site reported that the cadiere forceps had a broken-missing second grip on the grasper. Intuitive surgical, inc. (Isi) completed customer follow-up and obtained the following information: the robotics coordinator explained that "the instrument was not damaged during patient use."

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps associated with this complaint and failure analysis (fa) confirmed the reported issue as the instrument was found to have a broken grip at the grip base. A piece approximately 0.73" x 0.20" was found to be broken off the wrist assembly. The broken piece was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaw.